Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's device was causing her to shake and the patient was walked through how to use the remote control and stimulation was turned off. Trouble shooting resolved the issue and the patient stated that she was tired of having her device on because it made her shake. The patient tried changing the program around 3 months ago and nothing does help. There were no further symptoms or complications reported or anticipated.